Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(4). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): sample ID (B)(4) initial result was 119, repeats were 138 and 138 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased sodium result on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for decreased results for the product. Return testing was not completed as returns were not available. Based on the information provided, the customer performed troubleshooting by reanalyzing the sample to obtain results within the normal range. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.